Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had previously undergone a cuff upsizing, but the cuff later presented as being too tight, and a foley catheter could not be effectively passed. The physician believes the patient may have accidentally activated the cuff earlier than instructed during his post-operative recovery, which contributed to the issue. A surgical procedure was performed in which the cuff was upsized again so that it would not be too tight. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).